Event description:
26 mm sapien 3 valve, 26 mm certitude delivery system, 18 fr sheath. As reported through the (B)(6) registry, a 26mm sapien 3 valve was transapically deployed in the aortic annulus. After puncture site closure, the bleeding continued from the apex, and the patient developed cardiac tamponade and shock. Hemostasis and drainage were performed, and the patient recovered. Per medical opinion, it was reported the event was associated with both device and tavr procedure. The patient was a (B)(6) years old man with left ventricular hypertrophy. Very severe tortuosity of aorta was reported. The annulus area was 480.0 mm2. The annular diameter measured 27.9 x 22.1mm by computed tomography (CT). The annular diameter measured 21.1mm by tte. Diameter of sinotubular junction (stj) and sinus of valsalva (sov) measured 32.5 mm and 35.1 mm respectively. Left and right coronary ostium height measured 15.5 mm and 17.5 mm respectively. Pre-tavi ef was 67.4%. The sheath was discarded at the hospital.